Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that a b30 scope communication error occurred on the light source device with two series 190 scopes. The customer informed the olympus technical support representative that there was an attempt to troubleshoot the device by powering off between scopes and cleaning the socket with compressed air, but the problem persisted. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.